Event description:
The customer obtained discordant falsely depressed carbon dioxide (co2) results on the dimension vista 1500 instrument. The results were not reported to the physician(s). The customer used the same samples to perform repeat testing on an alternate dimension vista instrument. The customer noted that repeat results were higher and considered to be correct. The customer reported the repeat results to the physician(s).there are no reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.

Manufacturer narrative:
A united states customer contacted siemens customer care center and informed that quality control (qc) was in range when samples were run. Siemens dispatched a customer service engineer (cse) to the customer site. The cse inform siemens that carbon dioxide (co2) is on server 1, sample probe (s1) and reagent probe (r1) counts are low. The cse inspected the aliquot probe and drain, replaced the r1 vertical belt, performed alignments, cleaned r1 with sodium hydroxide (naoh), and ran a quick check diagnostic on both probes (r1 and s1). Additional services were performed and included the replacement of the r1 arm, wash probes, vessel feeder ionizing fan, controller area network (can) board, s1 e-chain, cuvette washer lock solenoids, r2 angular belt and probe, and inspecting the vacuum at drains. The cse ran alignments and diagnostics, and verified the performance of the dimension vista 1500 instrument. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00011 on 18-jan-2022. Additional information (25-jan-2022): siemens reviewed the information provided and services performed and concluded that the cause of falsely depressed carbon dioxide (co2) results is unknown. Siemens determined the performance of the dimension vista 1500 instrument was acceptable post-service repairs. The customer has not observed a recurrence, and the quality control is performing as expected. The instrument is operational and requires no further evaluation. Siemens updated section h6 (investigation conclusions) to include a new code.